Event description:
On 07/31/2006, several inches of lead are still connected to the device. Contacted following physicians office, they believed the pt was still alive and had no idea how the device was returned to another country's MFR. They will contact co if they can get any additional info. Attempted to contact pt by phone, no answer at registered number. Interrogation of device shows lead impedance change from normal range to >3000 ohms in both chambers in approx 02/2006. Based upon impedance, device was assumed to have been in 2006.